Event description:
It was reported to philips healthcare that the leads ECG connector was loose and they could only get a reading from lead ii. There was no negative patient impact.

Manufacturer narrative:
(B)(4).